Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.1 mg/day) and baclofen (50 mcg/ml at 2.5 mcg/day) via an implanted pump. The patient¿s medical history included weight loss surgery contributing to a large amount of weight loss and excess abdominal skin. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that the patient went to her pain doctor experiencing withdrawal symptoms and increased pain. Her pain doctor attempted to aspirate from the pump side port but was unable to do so. The pain doctor prescribed oral pain meds and sent her to the surgeon for catheter exploration and revision. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the weight loss surgery which contributed to a large amount of weight loss and excess skin. During surgery, the surgeon attempted to withdraw from the side port but was unable to do so. He then disconnected the catheter from the pump and could see tissue in the hub of the catheter where it hooked onto the pump. The catheter was clogged. He attempted to get the tissue out but was unable to get all of it out. He then cut off the connector portion of the catheter and noticed csf (cerebrospinal fluid) coming out of the catheter. He revised the pump segment of the catheter using a revision kit; attached the revised catheter to the pump; and was able to withdraw easily. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. It was noted that the patient did fine, and she said that the oral dilaudid prevented further withdrawal and helped the pain prior to the procedure.